Manufacturer narrative:
Other, other text: photos were received for evaluation. During the evaluation the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoir, the pump exhibited occlusion alarm. It was reported that customer suspected something was wrong with the product and stopped using it. No patient injury.